Manufacturer narrative:
(B)(6) 2016 01:37 pm (gmt-4:00) added by (B)(6) ((B)(4)): maquet medical systems, USA submits this report on behalf of the legal manufacturer of the device maquet (B)(4). Maquet (B)(4) has requested additional information about the incident and the article as well as the lot number of the catheter. The device was requested for evaluation but has not yet been received. A supplemental medwatch will be submitted when additional information becomes available.

Event description:
(B)(6) 2016 01:25 pm (gmt-4:00) added by (B)(6) ((B)(4)): it was reported that during patient treatment air was noticed in the circuit and the support was discontinued. There is no specific product problem claimed but it is requested to investigate the maquet products invovled, the hls set 7.0 ((B)(4)) and the avalon catheter involved. According to information pertaining to the autopsy, the patient expired. (B)(4).